Event description:
It was reported that a cartridge alarm occurred during insulin delivery.the customer will continue to use pump by reloading cartridge and also has manual injections for back up if needed.there was no adverse impact to the customer¿s blood glucose level.